Event description:
The hcp reported the pt had had a refill done with no change in the concentration of the compounded baclofen-4000cg/ml. The dose per day was decreased from 2000mcg/day to 1800mcg/day. Six hrs after the refill, the pt began to experience overdose symptoms. Less than one day after the refill, the pt was admitted to the intensive care unit unresponsive and requiring intubation. The hcp reported that at hte last pump refill, the expected reservoir volume had been 6.2ml and the actual was 10.0ml. A follow up report will be sent when add'l info is received.